Event description:
Vague pump report of "when set to infuse 1000 cc/hr, only delivers 825 cc in 10 hours." No add'l clinical info was able to be obtained. No pt injury info was able to be obtained. No pt injury was reported.